Event description:
It was reported to the manufacturer by the end user, per the end user, "resident was taking breakfast ,when the bed collapsed flat on the floor, hurting resident on his face with the bed side table." The resident sustained a laceration under the nasal septum that required stitches. Complaint# (B)(4) and ra# (B)(4) were entered into our system to have the bed returned to joerns for investigation. As of this writing, the bed has not been returned.